Event description:
Event description guidant received information that noise was noted on this cardiac resynchronization therapy defibrillator (crt-d) leading to oversensing. Dislodgement of the right ventricular defibrillation lead is suspected. A lead revision has been scheduled.